Event description:
It was later reported that the drug was pethidine. The granuloma was small and, although symptomatic, was not the cause of the patient's paralysis. At the time of the operation, the catheter was pulled down. This was something the surgeon was told to do with the patient awake in case this caused leg pain, and in which case to stop pulling as that may cause paralysis. A representative later reported that the patient did not have any symptoms. The pump and catheter were being removed as the patient had been titrated off medication. They were not sure of the date of the prior procedure that resulted in the patient¿s paralysis. The physicians were not willing to share the date, hospital, or surgeon involved. The patient was still paralyzed, but otherwise ¿good¿.

Event description:
It was reported that the patient¿s catheter and pump were removed on (B)(6) 2013. This was noted to have followed a prior surgical procedure (by another surgeon) for a granuloma at the catheter tip. During this initial procedure, the catheter position was adjusted (i.e. The catheter was pulled down), and as a result the patient experienced paralysis which was unresolved to this day. It was noted that this was device related, and the patient¿s status was ¿recovered (not fully)¿. It was further noted that the catheter was removed due the previous incident.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), explanted: 2013-(B)(6), product type catheter, (B)(4).